Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter: contrast leaked out onto patient during power injection for CT scan. Bd smartsite needle free valve 20 guage bd catheter.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2000e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.